Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl. Customer declined troubleshooting for low and high blood glucose reading. Customer was able treat low blood glucose reading with juice and peanut butter crackers. Customer also used the insulin pump to treat their blood glucose reading. Low blood glucose reading happened on (B)(6) 2017. Insulin pump will not be returning for analysis.